Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported the tubing luer broke off, and returned a photo sample of material mz9267, lot 25029192. Upon initial visual examination, the set verified the complaint of broken off female luer. There is no physical sample available for testing. The manufacturing plant could not verify the root cause for the solvent, without the physical sample investigation. The plant did not take any actions to address the failure as the line for material mz9267 was reactivated at a different bd plant, starting 10mar2025. The plant that produced this batch is no longer producing the material number. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd maxzero extension set was separated the following information was received by the initial reporter with the following verbatim it was reported by customer that the twisting part of the luer has come off , including 1 where then the end of the tubing got stuck in the valve and broke off the tubing, requiring them to get a clamp to pull it out and the piece that broke off is the distal end luer lock piece that connects to the patient tubing.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.